Event description:
The customer returned the cysto nephro videoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, chip on bending section cover/distal sheath adhesive was observed. The service repair technician indicated that the most likely cause of the chip on rubber adhesive was due to degradation problem. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the following led to the malfunction: degradation problem; cause traced to component failure. Olympus will continue to monitor field performance for this device.